Event description:
It was reported that the pt experienced a "major fall". Following a fall, the pt experienced "buzzing" down the right side when she moved her head or leaned forward. The implantable neurostimulator was replaced. Nothing was done to the extension or lead, and no fracture was seen.